Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost stimulation and the programmer/charger can no longer communicate with the ipg. As a result, a replacement wand for the programmer and a charger were sent to the pt to address the issues.